Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a possible fault in foley catheters. It was stated that it was down to clinical practice and catheter management not the catheters. Per follow up with the ibc via email on 22feb2021, the foley catheter had been bypassing and blocking. Also, there was a difficulty in removing the catheter.

Event description:
It was reported that the foley catheter had been blocking or bypassing which was down to clinical practice and catheter management rather than the product failure. Per follow up with the ibc via email on 22feb2021, the foley catheter had been bypassing and blocking. Also, there was a difficulty in removing the catheter.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. However, the potential root cause for this failure mode could be due to user related (example: salt accumulation)/ blocked drainage lumen/no drainage eye. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "proper techniques for urinary catheter maintenance secure the foley catheter. Use the statlock® foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions maintain unobstructed urine flow and keep the catheter and collection tube free from kinking keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly using a separate, clean collection container for each patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.